Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first four bands were successfully deployed. The fifth band was attempted to be deployed; however, the fifth, sixth and seventh bands deployed at the same time. The ligator head fell off at the end of the scope and was stuck into the patient's tissue. It was also reported that the ligator head was retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.